Event description:
A patient reported experiencing inaccurate high results with their meter. The patient's blood glucose results were 260 compared to the labs 200 mg/dl. Tests were done within 10 minutes with a difference of 30%. Control solution test within range. Patient did not experience any adverse events. No further information has been reported.